Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon using scorpio recessed patella instruments to ream patella but unable to do so as reamer unable to ream bone. Another item used instead. Completed as originally planned.